Event description:
A customer reported burst tubing while using a one-link catheter extension set during use with a power injector. This event occurred during patient use. It is unknown whether or not this event resulted in a patient injury or medical intervention, though none was reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.